Event description:
Report received of an overdelivery. The customer contact indicated the event was the result of an operator error in programming the pump. At an unspecified time, the pump was programmed in the pca only mode to deliver morphine with a concentration of 1mg/ml instead of the intended concentration of 5mg/ml, a 1mg pca dose, a 10 minute lockout, a 10mg 4 hour limit and "a 2mg loading dose every 5 minutes with a maximum of 6mg." After an unspecified length of time, the nurse reportedly noted that the drug concentration had been programmed incorrectly. There were no reported adverse pt effects. No medical interventions were required. The pt was reportedly taken "off the pca for 2 hours." Therapy was resumed at an unspecified time using a replacement pump.